Event description:
The customer reported the device will not power on. There was no pt involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of this report: 01/2015. Date rcvd by MFR: 08/03/2015. Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device will not power on. There was no patient involvement.